Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1727701, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, during a procedure with a 6f/7f mynxgrip vascular closure device (vcd), after having positioned the vcd, the advancer tube did not appear while withdrawing the sheath introducer. The operator was thus not able to deploy the sealant and had to remove the vcd and proceed with manual compression for less than 30 minutes. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. There was no vessel tortuosity. The user shuttled down completely. Significant resistance was not met when shuttling down. Unusual force was not applied when retracting the sheath. The patient's hospitalization was not extended as a result of the event. The sample is available for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, during a procedure with a 6f/7f mynxgrip vascular closure device (vcd), after having positioned the vcd, the advancer tube did not appear while withdrawing the sheath introducer. The operator was thus not able to deploy the sealant and had to remove the vcd and proceed with manual compression for less than 30 minutes. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. There was no vessel tortuosity. The user shuttled down completely. Significant resistance was not met when shuttling down. Unusual force was not applied when retracting the sheath. The patient's hospitalization was not extended as a result of the event. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device. The sealant sleeve were observed on the balloon. The sealant was observed in its manufactured position, protruding out from side slit of the shuttle cartridge. The advancer tube was found inside of the shuttle cartridge tubing. The catheter, shuttle cartridge and procedural sheath were inspected for anomalies that may have obstructed the device path during deployment. The procedural sheath was torn 55mm from the distal tip and was separated in two pieces. Severe kink in procedural sheath could have obstructed the device path during catheter insertion. However, it is unknown if the damage occurred during the procedure or during subsequent handling or transit. Shuttle down step was simulated and the advancer tube was properly engaged to the proximal tamp lock as intended. No anomalies were observed. A review of the manufacturing documentation associated with lot f1727701 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as ¿the advancer tube was not present¿ was not confirmed due to the condition in which the unit was received for analysis. Based on the information provided, the condition of the returned device and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.